Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter, test strips and control solution were returned for evaluation. Product testing was performed and no defect was found on returned meter, test strips and control solution. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 error message with control solution. The customer reported feeling lightheaded; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-0 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/25/2025 and test strips were opened day prior to the call.